Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A companion sample was sent in for an evaluation. The unit was visually checked, no defect was observed. The sample was tested under water for leakage and blockage at 0.56 bar of air pressure. This evaluation does not confirm any functionality issue since no leakage or blockage was observed. The cause of this reported condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) that a vented paclitaxel set had tubings not connected properly. The reported complaint took place before patient connection; therefore there was no patient involvement or medical intervention necessary. No additional information is available.